Event description:
A patient being transferred from a wheelchair to the bed and the bed dropped down.

Manufacturer narrative:
Invacare spoke with facility. Facility stated that a patient was being transferred from a wheel chair to the carroll healthcare cs7 bed. The bed collapsed and patient fell. Facility was not sure if she fell on the bed, or floor. Facility also did not know if the patient had any injury.